Event description:
It was reported that customer experienced recurring cartridge alarms on Tandem Mobi pump, including a specific cartridge alarm that did not occur during cartridge loading. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use current pump with a backup insulin method if needed, and Technical Support arranged shipment of replacement pump with updated software.

Manufacturer narrative:
In use at the time of the event:CGM model: G6.Mobile OS: iOS / iOS_iPhone 12 Mini / 3.5.1 / iOS_16.2.